Manufacturer narrative:
Integra has completed their internal investigation on 10/05/2015. DHR was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014-oct. No non-conformance reports were raised during the manufacturing process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Rate of occurrence: during the time period ¿feb 2014 to mar 2015¿, the quantity of complaints over the review period with the key word identified in the complaint review can therefore be calculated as (B)(4) of procedures. Conclusion: since the complaint incident could not be duplicated and the cam02 monitor was verified as working to specification no root cause can be established.

Event description:
During an inservice by the integra sales representative prior to the product ever being used, the monitor displayed a terminal error stating to return the product. There was no patient involvement.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.